Event description:
It was reported that the down arrow requires multiple presses to elicit a response. There is no additional information available at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the backlight and down buttons were found to be intermittently responding to presses. The backlight button has no effect on insulin delivery function. The keypad was removed and adhesive was observed under the button contacts.